Manufacturer narrative:
(B)(4) event date: only event year known: 2018. Batch # r92c4l. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components the device was disassembled; upon disassembling the clip track was found to be damaged causing the feeding issue. In addition, 5 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was not confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was described as not forming clips when firing lever was depressed. I did this three times and was removed from the patient. No patient consequence and procedure was completed by like device.